Event description:
It was reported that the left ventricular lead had pulled back in the coronary sinus (cs), and had high threshold and sensing was affected. The lead was repositioned in the cs with good threshold and sensing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).